Event description:
Customer reported an erroneous low eosinophil% and high neutrophil% results were obtained on differential for one patient sample when using the coulter lh 500 hematology analyzer. There were instrument generated flags with the test results. The test results were determined to be erroneous when compared to a manual differential. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The instrument was performing within quality control specifications. Controls were run before and after this incident and all recovered within acceptable range. Raw data was requested but has not been provided. Service was not dispatched for this event. Root cause is unknown. There were instrument generated suspect messages to alert the operator to the test results. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.